Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having increase in charging frequency. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1132 sn (B)(6). The returned ipg was analyzed and measured 3.612 volts and it was fully charged in one cycle. A review of the patients data verified that the stimulation has been active all the time even during the charging cycles. The battery depletion rate and quiescent current are higher than the normal range, 10.32 mv and 128 ua respectively. The component responsible for this symptom could not be determined. It passed the functional test. With all the available information, boston scientific concludes the reported event was confirmed.

Event description:
It was reported that the patient was having increase in charging frequency. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively.